Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected error message alarm. Customer's blood glucose level was 121 mg/dl. Customer advised they had a delivery stopped message then had to rewind the insulin pump multiple times. Customer advised the insulin pump would force a rewind and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No delivery anomalies or rewind anomalies noted. The motor was tested outside of device and passed. Unit received with cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.